Event description:
On (B)(6) 2014, the patient was implanted with a conformable gore® tag® thoracic endoprostheses (tge313115/11975441) to treat a traumatic aortic transection. The distal neck length of the landing zone is 6.5cm, the maximum proximal landing zone is 24.7cm, and the maximum distal landing zone is 22.5cm. The patient tolerated the procedure. On (B)(6) 2014, images detected a contrast blush at the proximal edge of the conformable gore® tag® thoracic device, resulting in stent-graft induced new entry site not distal migration, patient is asymptomatic. Follow up computed tomography (CT) images dated (B)(6) 2015, revealed a 10mm aortic lesion reperfusion at the proximal edge of the endograft, clinically asymptomatic. The physician reported this is a typical case of traumatic injury; not migration but a stent-graft induced new entry site (sine). Sine is defined as a new tear caused by the stent-graft itself, excluding those created by natural disease progression or any iatrogenic injury from the endovascular manipulation. It should be taken into account every variable involved in a blunt thoracic aortic injury (btai) occurring in regular arch (this is a variant). There was approximately 2mm reported of device movement. The physician considered this not an endoleak, but a "reperfusion" of the intimal tear, also a sine. There is no false lumen reperfusion. The physician is monitoring the patient, no reintervention is planned at this time.

Manufacturer narrative:
According to the conformable gore® tag® thoracic endoprosthesis instructions for use (IFU), complications associated with the use of the gore® tag® thoracic endoprosthesis instructions for use may include but are not limited to perforation of the aortic vessel & surrounding vasculature. In addition, when treating dissections, ensure the distal end of the device is in a straight portion of the aorta in order to reduce risk of septum damage. The review of the manufacturing paperwork verified that this lot met all pre-release specifications.